Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 250 mg/dl, while wearing the pod longer than 48 hours on unknown location.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. This incorrect installation resulting in the needle's failure to retract. The incorrect installation of the hard cannula caused the damages to the slide retract. The data presented an 0x18 alarm. The device operated as intended in this regard.